Event description:
It was reported that a cartridge change error occurred. There was no reported adverse effect to the customer's blood glucose level. Reportedly, there was debris along the pump railing, after the customer removed the debris, the customer was able to reload the cartridge and resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.